Event description:
Patient was scheduled for an ultrasound/bilateral breast biopsies of three different areas of her breast. (Right breast: one area at 1:00 and left breast: two areas at 5:00 and 6:00). We had previously imaged this patient and have documentation of masses. After explaining the procedure to the patient, ultrasound tech (tech #1) scanned the patient to ensure the areas were present and accessible before the biopsy. The ultrasoud tech (tech #1) could not find any of the areas of interest even after positioning the patient in several ways. Tech #1 asked another technologist (tech #2) to scan to see if she could find the areas. She also could not find the areas of interest after scanning and repositioning the patient. During tech #2 scanning of breast, we experienced a temporary hospital power outage which caused the ultrasound machine to reboot. After powering back up, techs scanned again but still could not find areas of interest. Techs requested the radiologist to try to image the areas and while doing so a triple image effect on the screen occurred which prompted tech #1 to reset the 18l6hd probe and select the probe in the system again, following the siemens customer safety advisory notification for the triple image effect. After following siemen's customer advisory notification, ultrasound techs were able to image/visualize known masses. However, after seeing the masses and while radiologist was performing the biopsy they disappeared again. Tech#1 again followed the siemens customer safety advisory notification and was able to see the masses again. Satisfactory biopsy completed.